Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, fold creases, curved opening, wear abrasion, delamination of valve. The leak test and microscopic analysis was performed which identified, curved striated openings on radius, anterior, plug strap. And fill channel, partial delamination(40%) of diapherm flange disk. Based on the device analysis, the final assessment is: striated openings assessed, as surgical damage. Delamination of diapherm flange disk assessed, as adhesive failure.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.